Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 451580017 the screen is shades of green, blue or dark grey. The issue was observed during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. This did no cause delays or injuries.